Event description:
It was reported that the patient presented in the hospital after having lost consciousness and falling down. The patient suffered loss of consciousness further, on 2 occasions in the ICU. Patient was externally defibrillated and they were unsuccessful. After 14 minutes, the device delivered therapy and successfully converted the patient. Upon review of the session records, it was observed that the patient had several vt/vf episodes that were detected properly and therapy was delivered. However, intermittent undersensing was noted in some instances due to varying signal amplitude. Programming changes were recommended. Physician elected to not make any changes. Patient was fine with no further issues reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.